Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the provided information by the field service engineer, the o2 gas module was not fitted correctly causing the communication error to be generated. This error was resolved by refitting the o2 gas module. After the refitting, the error indicating ventilation disabled was generated. According to the service manual, the control printed circuit board (pcb) needs to be replaced. The software was updated however, the error persisted. A proposal for purchasing the control pcb was sent to the customer. The reported error is confirmed in the evaluated log. The control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on the control pcb. The system software must be re-installed if the pcb is replaced. According to the received information, the cause of the issue has been determined and is related to a defective control pcb. A correction of field # d1 brand name, # d4 version or model were required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer's ref: #(B)(4).